Event description:
It was reported that a preloaded toric intraocular lens (iol) was implanted and the surgeon noted a defect immediately. The iol was removed during the same procedure. . There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed outside of standard of care. The patient fully recovered. Through follow up it was learned that the defect was on the optic of the lens. The incision was slightly enlarged to removed the lens. The patient was not injured during the procedure. Another lens was implanted as a replacement, however, the replacement lens model is not available. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 incision enlarged. Attempts have been made to obtain missing information. However, to date, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.